Event description:
It was reported that this was a coronary procedure to treat a 99% stenosed lesion in the proximal right coronary artery with moderate calcification. The 3.5 x 8 mm nc trek balloon catheter was advanced and inflated the first time to 8 atmospheres (atm), but the balloon ruptured. It was noted that some resistance was noted during removal of the protective sheath, prior to use. A new nc trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficulty removing the protective sheath could not be tested/confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.